Manufacturer narrative:
Based on the claim against the product by the customer noting a blurry video image with vertical lines, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse observed a message of ¿endoscope quality maybe deficient¿ along with error code 48204 on the vision side cart (vsc) touchscreen. The fse power cycled the system and reseated the endoscope, but the system message was still present. The fse noted that the video image had no vertical lines at the time of the event. The fse reviewed the system log and found error 48204 pointing to an issue with the endoscope controller (ec). The fse replaced the ec to resolve the reported problem. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure. However, the error could be confirmed as having occurred via the error logs. A review of the system log showed that error 48204 had occurred in the past and pointing to a light engine sensor self-test failure on the ec. The ec was tested with a printed circuit assembly (pca) test system. The system started up with no errors, and there was no issue with the video image quality. All endoscope functionalities were operational, and the fans were spinning as expected. The system was booted up in normal mode. The ec sat idle for 10 minutes with 10 system power cycles without any issue. The reported complaint was confirmed based on the field evaluation and failure analysis. The root cause is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted pneumonectomy surgical procedure, the customer called in to report that there were vertical lines in the high-resolution stereo viewer (hrsv) on the surgeon side console (ssc) and the vision side cart (vsc) touchscreen. Additionally, the video image was blurry. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer replace the endoscope, power cycle the system, and reseat a blue fiber cable; however, the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Isi performed a follow-up with the customer and confirmed that system functionality was verified prior to use with no issues/errors identified. The procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.